Manufacturer narrative:
The lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting prematurely and the left ventricular (lv) lead was exhibiting high thresholds. No action was taken and the device and lead remain in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was later explanted and replaced. Lv thresholds were also reported to have risen and become variable. The lead was capped and replaced.